Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) inspected the roller pump and found a broken belt.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not turn. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.

Event description:
Roller pump will not spin.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) opened the roller pump to see if anything could be seen for the reported roller pump issue. The pst found that the belt was shredded. There was no evidence of what caused the belt to be damaged. The service repair technician (srt) found that the main ball bearing had a leak in which caused the drive belt to slip and become damaged. The main bearing and roller pump belt were replaced and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.